Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 397mg/dl.troubleshooting was performed. It was stated that the insulin pump alarmed during the manual prime process. The caller stated that the customer experienced nausea, vomiting, and stomach pain prior to her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.